Manufacturer narrative:
The actual complaint product was not returned for evaluation. The device history record for lot 0202775489 was reviewed and the product was produced according to product specifications. Root cause could not be determined. All information reasonably known as of 06 may 2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
Fill volume: unknown, flow rate: unknown, procedure: breast surgery, cathplace: unknown, infusion start time: unknown, infusion stop time: unknown. Avanos medical inc. Received a single report that referenced three different incidences, which were associated with separate units, involving the same patient. This is the second of three reports. Refer to 2026095-2019-00078 for the first report. Refer to 2026095-2019-00080 for the third report. It was reported that a fast flow event occurred. Three units are involved. No injury was reported.